Event description:
The contact called from hospital and stated that control test results were high and out of specification. Control test results using high control solution gave results of 448 and 433 mg/dl. The high control range was 276-377 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the contact.